Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During a procedure, an error message ¿unsafe probe 1 detected check probes and connecters¿ was noted. The probes were changed three times but the issue remained. The procedure was cancelled and rescheduled. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was returned for evaluation. No visual anomalies were detected. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined and the generator functioned as intended with no issues. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.